Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a react-71 aspiration catheter had complications. New right frontal ischemic lesion probably due to a distal clot during procedure. Intracerebral hemorrhage remote on CT done on (B)(6) 2024. Mass effect with deviation of the midline to the right by 6 mm, with onset of left temporal involvement. Dissection of the homolateral petrous carotid artery after first pass of react aspiration. Vasospasm after first pass treated by 1mg nimodipine. Nihss score: 27, mrs score: 0. The event is causal to the study procedure and aspiration catheter.  No actions were taken. The event is resolving. The ischemic lesion resulted in a disiblity pre-procedure mtici score: 0. Final post-procedure mtici score: 2c.

Manufacturer narrative:
B5. Updated with additional information received. H6. Conclusion coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were no specific associated patient symptoms reported associated with the post-operative adverse events. The patient 24-hour post-operative nishs was 25, possibly indicating a slight improvement in the patient's overall neurological status despite the reported adverse events. Aside from the procedure related vasospasm that was treated intra-operatively with nimodipine, not additional treatment, intervention, or prolonged hospitalization was noted in addressing any of the other reported evented (vasospasm, intracranial hemorrhage, mass effect due to cerebral edema, dissection, or intra-operative new ischemic lesion). The vasospasm resolved with treatment and the patient was noted to be recovering from the other reported events. The intra-operative events of new ischemic lesion and vasospasm were considered to have a causal relationship to the procedure. The site assessment concluded event of mass effect due to cerebral edema had a causal relationship to the patient disease under study/index stroke and to the procedure. The site assessment concluded the dissection after aspiration had a causal relationship to the react aspiration catheter. The site assessment concluded the event of intracerebral hemorrhage had a causal relationship to the patient disease under study/index stroke, not related to the procedure or devices.